Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing nausea and vomiting. The superior vena cava (svc) impedance for the right ventricular (rv) lead's trend indicated variability and was intermittently elevated over approximately the last year. There was now a warning for high svc impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).